Event description:
The customer complained that the night shift nursing staff stated that the ppm was armed, and then it disarmed itself. A patient was able to get out of bed, and fell, causing a small laceration.

Manufacturer narrative:
The technician evaluated the bed and determined that the bed had not been zeroed out prior to the patient laying on it. This prevented the ppm from arming. Zeroing the bed out resolved the issue and the bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.